Manufacturer narrative:
The leads were discarded. X-ray imaging was not available for review to confirm the lead migration. The patient event logs were reviewed and confirmed disconnected electrodes on one (1) lead. The root cause of the lead migration cannot be definitively determined; however, the patient¿s involvement in physical therapy after the implant procedure may have contributed to the lead migration. The evoke scs surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include lead migration, which may result in undesirable stimulation changes, and the patient may require surgery (including revision, explant, and replacement) as a result.¿ second lead information: product description: evoke cap12 percutaneous lead kit - 60cm. Model #: 102878. Catalog#: 3008. UDI/gtin: (B)(4). Serial/lot #: (B)(6). Manufacture date: 28 march 2024. Expiration date: 28 march 2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation. The patient reported participating in physical therapy after the permanent implant procedure. An x-ray identified migration of both leads. A revision procedure was completed to resolve the reported event. It was noted that non-saluda anchors were used to secure the migrated leads.